Event description:
The left hypogastric was covered upon deployment of the trunk-ipsilateral component, which was not unexpected. An iliac extender was used on the contralateral side in an effort to preserve the right hypogastric, which deployed successfully. The physician then decided to extend the contralateral side distally and used a second iliac extender. Despite careful and successive examination of the hypogastric origin, the right hypogastric was covered upon deployment. An open adjunctive extra-anatomic jump graft from the external iliac to the internal iliac was then performed successfully re-establishing blood flow to the right hypogastric. Physician believes that this event was due to imaging difficulties unrelated to the excluder component and made no allegation of deficiency related to the device.